Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high capture thresholds and r-wave amplitude variation. Fluoroscopy was performed and lead was seen with a cardiac perforation. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced. The patient was stable throughout procedure.